Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had button error alarm. The customer's blood glucose level was 180 mg/dl. The customer stated that button continues to scroll even not pressing anything. The troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive up button due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing.